Event description:
It was reported that the patient was diagnosed with lumbar spinal stenosis, and underwent a posterior lumbar fusion at l3-l5. It was reported ¿at the time of breaking off a reduction set screw, break-off was conducted without cutting the one side of tabs, after cutting the both tabs, breaking off was tried again with using a set screw obturator, but it was also broken. The surgical time extended due to the event (16-30 minutes).¿ no patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation; tip found fractured. The cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~ 3 and 5mm of both instrument tips has been broken off, consistent with interface during usage. Dimensional inspection of the tip diameters and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.